Manufacturer narrative:
Final analysis of the neurostimulator ((B)(4)) had no significant anomaly, functioning okay, and insignificant anomalies.¿

Event description:
It was later reported that the patient was doing much better. The health care provider has seen patient in the office once since surgery on (B)(4). When doing a check in the operation room (or) prior to surgery, the representative tested her battery and impedances. It was noted that the lead removed had high impedances on all electrodes.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v189565, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient stated the implantable neurostimulator (ins) which was implanted on (B)(6) 2014 was replaced because "the lead went out - (meaning she was not able to use all programs as they were not functioning correctly) and the ins "sinks in and down from the upper buttock area down into the cheek.

Event description:
It was reported the patient¿s device had been ¿failing¿ since it was implanted in may 2014. The word failing was meant as the device wasn¿t doing as it was supposed to be doing/not working as expected. The patient had severe pain at the implant site as well, whether the stimulation was on or off. For 3 weeks prior to the date of the report when the patient felt stimulation she had felt it only down the left leg. Addition information received on (B)(6) 2015 indicated that they could not get the battery to fall in normal range with impedances. Therefore health care provider replaced the battery. It was noted that impedance testing was performed. It was noted that the lead were replaced because it had multiple common impedances. The lead had high impedances on electrodes 0, 1, and 3. The lead remained implanted but was inactivated. A new lead was placed. The patient reported symptom of pain at the device pocket. The patient status was reported as ¿alive - no injury¿. The patient has an appointment with health care provider for next week. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Other applicable components are: product ID 3037 (B)(4) product type programmer, patient product ID 3889-28 lot# v189565 implanted:(B)(6) 2009: product type lead product ID 3889-28 lot# v189565 implanted: (B)(6)2009 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had at least 7 revisions with the implant. No further complications were reported or anticipated.